Manufacturer narrative:
(B)(4). The customer report of a guide wire/needle resistance was confirmed through complaint investigation of the returned sample. The customer provided four images for evaluation and returned one arterial catheterization kit for evaluation. Signs-of-use were observed on the returned device. Visual inspection of the returned guide wire revealed offset coils near the distal end. Microscopic examination confirmed the damage. The distal weld was present and appeared full and spherical. After performing functional inspection, the proximal and distal openings of the needle cannulas were further examined. Adhesive residue was observed on the returned device. The offset coils on the guide wire measured 2mm and 3mm from the distal end. The returned guide wire lengths measured 4 1/2" which was within the specifications of 4 7/16-4 11/16" per product drawing. The offset coils and the guidewire length were measured via calibrated ruler. The needle cannula inner diameter (ID) measured 0.025" via calibrated pin gauge which was within the specifications of 0.0250"-0.0255" per product drawing. Functional inspection of the returned device was performed per the instructions-for-use (IFU) provided with the kit which states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle. When the reference mark on the clear feed tube coincides with the edge of the internal cylinder of the guidewire handle the tip of the guidewire is located at the needle tip." Resistance was encountered when attempting to thread the guide wire through the needle cannula, and the guide wire was not able to pass. The instructions-for-use (IFU) provided with this kit warns the user, "war ning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." A device history record review was performed, and no relevant findings were identified. CAPA was previously implemented to under teleflex's quality system by the manufacturing site to address this complaint issue. CAPA investigation indicated that the issue was manufacturing related. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the guidewire cannot be pulled down during use.". The customer reported "the guidewire cannot get through the needle after assembley of the whole catheter" and a kink was seen on the wire. Another device was used to successfully complete the procedure. No patient harm was reported.

Event description:
It was reported that "the guidewire cannot be pulled down during use.". The customer reported "the guidewire cannot get through the needle after assembley of the whole catheter" and a kink was seen on the wire. Another device was used to successfully complete the procedure. No patient harm was reported.

Manufacturer narrative:
Qn#: (B)(4).